Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 250 mg/dl, but less than 500 mg/dl. The patient reportedly had associated symptoms of drowsiness, difficulty waking up and confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the cartridge cap was damaged. The reporter confirmed that the cartridge cap had never been changed. The customer discarded the damaged cap; the cap is not available for product investigation. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a damaged cartridge cap.